Event description:
I have older philips/respironics remstar legacy pro CPAP machine. No dme or the manufacturer recommended replacing the unit after 5 years for possible issues with internal parts causing health issues eg. Internal non user serviceable foam and filters. FDA safety report ID# (B)(4).